Manufacturer narrative:
B-5 thus making this complaint a MDR on 4/17/1998." Date of procedure: 12/17/1997. During this initial evaluation it was found that the coil had prematurely detached inside the fastracker-10 catheter, therefore this complaint was classified as a MDR. Only the gdc coil was returned inside the catheter. After removing the coil it was observed that the coil was stretched to more than 50 cm, and totally lost its helical shape. The zapped tip was bentt in a 45 degree angle. From the stretching of the coil it appeared that after it jammed, the coil totally stretched and most likely unraveled from its welded joint. However, this can not be proven because its pusher wire was not returned for evaluation. From the condition of the detached coil -bent tip and stretched coil- the most probable cause for this incident could the improper adapting of the fastracker-10 catheter's proximal end. Occurrence of event: frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity.

Event description:
Target was informed that during an embolization procedure a gdc coil got stuck in a catheter at 50cm distal to the hub. The gdc and the catheter were removed from the body. There was no impact to the pt's health. It was discovered, during the product evaluation, that the gdc had separated thus making this complaint a MDR on 4/7/98.